Event description:
A report was received that the patient's pocket incision was opened.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient's pocket incision was opened.

Manufacturer narrative:
Additional information was received that the physician does not suspect device malfunction and per physician preference.

Event description:
A report was received that the patient's pocket incision was opened.